Event description:
Per FDA visit and request on 8/2001 this complaint has been further investigated. An operative report received by medtronic ave stated that there were no endoleaks identified at the proximal anastomosis in the aorta or at the anastomosis of the proximal cuff or liliac extenders. There was a small jet of contrast seen projecting posteromedially from what appeared to be the very distal attachment zone of the left iliac limb of the stent graft. The right iliac foreign body was identified with a portion of the wire in the external iliac artery and a portion of the wire extending up to the main aortic body of the stent graft. The right iliac foreign body was identified with a portion of the wire in the external iliac artery and a portion of the wire extending up to the main aoritc body of the stent graft. A snare was utlilzed to snare the free distal end of the metallic forein body in the right iliac artery. The metalic body was removed through a 7 french sheat successfully. The physician performed an angioplasty at the distal anastomosis with 14mm and 16mm balloons. A repeat angiogram demonstrated a very tiny residual endoleak and the physician stated that the leak was barely perceptible. The pt will be followed by the physician and have a repeat CT scan at a later date. No additional clinical sequelae were reported and the pt is reported to be doing well. "Eval of the broken runner" the returned good investigation of the broken runner was performed. An sem analysis of the fractured runner indicates that it was broken due to ductile overload. The runner appeared to have been bent in one direction, initiating the fracture, and then in the opposite direction, completing the fracture. The location of the fracture indicated that the initiation of the fracture may have occurred during stent loading during mfg. Stress applied during deployment may have contributed to the completion of the fracture and the consequent separation of the runner from the delivery catheter. There is the possbility that the initiation of the fracture occurred in vivo, but is unlikely to have occured without consequent vessel damage. No events of this nature are mentioned in the documentation received in reference to the complaint. Review of the original traceability record did not provide any additional info.

Event description:
Per the operative record of the co-surgeon, when the device tip was being removed, it was noted that the device had migrated. At this point it was evident that the sheath had not been completely out and accidently the device was pulled down. It is difficult to determine if this what caused the runner to fracture. The tensile strength of the runner averages 50lbs.

Event description:
1999 a 28mm x 16mm diameter x 13.5cm length medtronic aneurx bifurcated stent graft was implanted into the aortic artery to cover an aortic aneurysm. At some point during deployment of the stent graft, one of the runners detached from the delivery catheter and remained lodged between the graft and the vessel wall. The missing runner was not detected during the procedure. A postoperative arteriogram was performed which demonstrated no endoleaks and good positioning of the graft. Subsequent imaging taken during a one-month follow up exam revealed the detached runner lodged on the right iliac artery, extending up to the main body of the graft. The physician used a snare to capture the metal runner, and remove it from the body. No residual metallic foreign objects were seen.